Event description:
The manufacturer received information alleging internal battery error. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a internal battery error. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal/detachable battery was replaced to address the issue. It was noted that the device was not needed for inventory and the unit was scrapped.